Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular defibrillator (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient has experienced extracardiac stimulation due to left ventricular (lv) pacing. The lv lead was capped. No further patient complications have been reported as a result of this event.